Manufacturer narrative:
Corrected information is found in field d4 (product lot number) based on the product that was returned for investigation. D11- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.090" from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Event verification: a review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210524-0143) was last used on 15-oct-2021 during this reported procedure with system sk3117. The harmonic ace instrument is a single-use device.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer discovered the harmonic ace instrument "core needle" was fractured. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 27-oct-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the quality of the instrument was reportedly tested prior to use. No instrument collision was observed during the procedure. A fragment from the instrument broke off and fell inside the patient after the customer cleaned and reinserted the instrument. The fragment was retrieved during the same procedure. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but images of the instrument damage were provided. On 17-nov-2021, isi obtained the following additional information regarding the reported event: the instrument was in use for 90 minutes, and the customer encountered an equipment alarm. The customer discovered the instrument was fractured. The customer noticed there was resistance while removing the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The fragment was visually located and retrieved with laparoscopic instruments. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the harmonic ace instrument broke, and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.